Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an occlusion alarm. The blockage was at site. No further information was available.